Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, while performing CPR, the device's monitor screen blanked and would not return to any display. Approximately 5 minutes later, a backup device arrived and was used but the pt was not resuscitated. The reporter indicated the alledged malfunction did not cause or contribute to the pt's death because the pt was not viable. The reporter stated the operator did not use the chart recorder to display the pt's ECG.